Event description:
During a laparoscopic appendectomy the tsw35 staple cartridge fell out of the device and broke into several pieces while preparing for the first firing. The pieces fell into the pts abdomen and they were recovered. The device was reloaded with a blue cartridge and the case was completed. There was no consequence to the pt.